Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to failure of the plug unit in the video connector of the subject device due to physical stress of device handling.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The service department of olympus china was informed from the facility that in unspecified timing a scope communication error b30 appeared on the monitor. Olympus inspected the device at the service department of olympus china and found that a scope communication error e216 appeared on the monitor and an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.